Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that based on the evaluation it was surmised that images were not displayed because video communication could not be transmitted to the processor because of the cable damage. The legal manufacturer checked the shipping record of the subject device, but we did not find any problem in the device. It seemed like the damage in the cable was caused by user operation. As to the cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that this may have prevented the phenomenon. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s of complaint of ¿seal where the camera head is connected the cord is cracked / separated¿ was confirmed to damage the rear cover. In addition, no image was noted due to shortage in the cable. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the seal where the camera head connects to the cord was cracked or separated. In addition, during the evaluation the unit was found to not have an image. This report is submitted for no image. There was no patient involvement.